Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the instrument noted that the rotation collar and tube housing were broken from the instrument body. The rotation collar was broken in half at the seams. Engineering evaluation found evidence that the device was properly welded during the manufacturing process. Engineering determined that the instrument damage likely occurred while being applied on over indicated tissue thickness. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic gastric sleeve procedure, on the 4th firing of the device, the articulation knob of the handle broke,only the half way of the staple length could be done. The staple line was incomplete proximally. The jaws of the device locked on tissue and was removed by holding the shank and retracting the broken handle at the same time, the loading unit could be opened. Another handle and reload was used to complete the case. There was no patient harm.